Event description:
Procedure: nephrectomy. Reportedly, the instrument locked on tissue. The section knob is jammed in a push position. There was no tissue loss reported. They used another instrument to complete surgery. The procedure was a large right nephrectomy.